Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having inadequate pain relief. The patient underwent an explant procedure and patient was doing well postoperatively. The explanted device was discarded at the facility.